Manufacturer narrative:
(B)(4): added additional information device a was returned with the distal tip of the blade broken off and it was returned with the device and with the tissue pad melted and partially detached. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿replace instrument¿ with the gen11 later in the procedure, and continued usage can result in a broken blade. Device c was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. Device b additional information: batch # g9ky92, expiration date: 8/3/2015, manufacturing date: 9/3/2010, (B)(4). Device c additional information: batch # g9ky92, expiration date: 8/3/2015, manufacturing date: 9/3/2010, (B)(4).

Event description:
It was reported that during a whipple's procedure, while using the device on the tissue, the active blade of the device has been broken during the surgery. The same event has been repeated for three devices in the same surgery. Three broken blades have been taken out from the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: there were no contact with metal or plastic during activation. There were no staple line on those surgeries.